Event description:
Pt had product implanted on 7/18/97. On 12/22/97 the pt had a second surgery to correct what was suspected to be a slipped prosthesis. However, it was discovered that the prosthesis was broken.